Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the air/water channels clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) compressed, the objective lens unit scratched, the lcb distal cover glass dirty, and the air/water nozzle loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.